Event description:
Patient reported 1 of the 3 needle sites was not getting any xembity. The patient will try to find the infusion with 2 sites or stop infusion and use a new needle set. Unknown if patient missed a dose. No adverse events reported. Unknown if patient has defective device on hand for possible return. Unknown if the md is aware at this time. No additional dates, information, or details were reported. Reported to (B)(6) by: patient/caregiver.